Event description:
Caller attempted to update time, personal profile, or biq/ciq settings, but it was unclear which specific setting needed assistance as the call was disconnected. There was no reported impact to the customer¿s blood glucose level. Technical support planned to follow up with the customer for further assistance.